Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 antigen self test performed on different dates. This MFR. Report addresses test one (1) of four (4). Additional testing was performed on the (B)(6) 2023 with an unknown brand test (platform - unknown) which generated a positive result. The customer stated the patient was sick. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.